Event description:
It was reported that when using the bd pyxis¿ es server had access issue after login, and was affecting patient care. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station had access issue after login. A technical support specialist (tss) found the account history and found that the last modification was dated april. Upon checking the report, it was identified that hospital information technology had removed the role, and an email was sent to the user. The system functioned as intended after the technical support specialist investigated the device.